Event description:
Device 1 of 2. Reference MFR. Report:1627487-2016-02836. Additional information received identified the patient's scs system was explanted and replaced with a competitor's device.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report:1627487-2016-02836. The patient reported no longer receiving stimulation as the stimulation amplitude reduces automatically upon being increased. The patient also reported undergoing laser treatment on his back prior to the issue. The patient stated stimulation was turned off prior to the treatment. An sjm representative confirmed high impedance issues for the scs leads and was initially able to resolve the issue with reprogramming. Additional information received identified the issue recurred. As a result, surgical intervention will be taken at a later date to address the issue.